Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. The source of this report is literature : shelley m. Oliver md, j. Chris cotetzee md, lawrence j. Nilsson pa-c, kathryn m. Samuelson bs, rebecca m. Stone ms at-c, jacquelyn e. Fritz bs, and m. Russel giveans phd. "Early patient satisfaction results on a modern generation fixed bearing total ankle arthroplasty" foot & ankle international vol 37(2016) 938-943.

Event description:
It was reported in the literature that the patient required fusion for infection . Conversion to ankle arthrodesis. Shelley m. Oliver md, j. Chris cotetzee md, lawrence j. Nilsson pa-c, kathryn m. Samuelson bs, rebecca m. Stone ms at-c, jacquelyn e. Fritz bs, and m. Russel giveans phd. From literature "early patient satisfaction results on a modern generation fixed bearing total ankle arthroplasty" foot & ankle international vol 37(2016) 938-943.